Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after reviewing the initial declaration, it was forgotten to mention that the event is related to a vet use. - did the event occur during one or multiple patient procedures? If yes, what is the total number of procedures? => 2 procedures were impacted on 2 different dates . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any adverse consequences associated with the patient? - it was reported that you're having problems with a batch of polyglactin 910. How many devices demonstrated the alleged deficiency? A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2025 and suture was used. The user was having problems with a bath of sutures. Disintegration of the thread at the time of suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: (B)(4) : incident on (B)(6) 2025, (B)(4) : incident on (B)(6) 2025, product name: vicryl, reference: j460h, lot no.: ulbdkht, daets: (B)(6) 2025. Type of surgery: on (B)(6) 2025: 1 cat oophorectomy, on (B)(6) 2025: 1 cat oophorectomy. Problem: when the veterinarian performed the ligation of the ovarian pedicle, without exerting excessive tension when making her knot, the thread disintegrated. The packaging was a priori intact, concede veterinarians, that they did not pay particular attention to the opening. The surgeries could be performed using another wire from another box without affecting the animals to date.